Manufacturer narrative:
Com codes c50190 the procedural images contained in the journal article confirm the severely calcified nature of the distal left main stem and proximal lad. Following post-dilatation of the 3.5x34mm stent and removal of the lcx guidewire deformation is visible to the proximal end of the stent. The final image captures the ostium of the lms post deployment and dilatation of a 4.0x8mm stent. It is possible that the proximal end of the 3.5x34mm stent may have been deformed as the lcx guidewire was retracted and/or by the tip of the guide catheter moved forward in the vessel; however this cannot be confirmed based on the images reviewed. The deformation of the stent is confirmed based on the image review. B3: date of publication article title: longitudinal deformation of a third generation zotarolimus eluting stent: ¿the concertina returns!¿ world j cardiol 2017 january 26; 9(1): 60-64 issn 1949-8462 (online) © 2017 baishideng publishing group inc. All rights reserved. Http://www.wjgnet.com/1949-8462/full/v9/i1/60.htm medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal that a patient's proximal tight rca lesion was stented with a resolute onyx (4.5 mm × 12 mm) and post-dilated with a non-compliant balloon. Due to a heavily calcifiedostial/distal left main stem (lms) and proximal left anterior descending (lad) disease and bursting non-co mpliant balloons, the physician decided to rotablate the lesions first with 1.5 mm burr. The physician proceeded to pre-dilate the lesions successfully and the proximal lad was stented with a resolute onyx (3.0 mm × 26 mm) drug-eluting stent. The whole length of the lms into the proximal lad was stented with a resolute onyx (3.5 mm × 34 mm) drug-eluting stent covering the lms ostium. The lms segment of the stent was post-dilated with a nc balloon (4.5 mm). Immediately after and despite taking care in removing the trapped lcx wire, there was longitudinal deformation of the stent, which no longer covered the lms ostium. After the ballooning the deformed stent with a non-compliant balloon (4.5 mm) the ostium was covered with another stent (4.0 mm × 8 mm) and post-dilated with nc balloon (4.5 mm) with an excellent final result. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.